Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump was alarming multiple no delivery alarms and low battery alerts after inserting new batteries, also there were air bubbles in the reservoir. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a high pressure test, the test passed. Customer wanted the insulin pump replaced. Customer will not be returning the device for analysis.